Event description:
The customer used the suspect device to check their blood glucose and obtained a result of lo. They went to the hosp and was admitted. A lab result was 288 mg/dl and a finger stick on a hosp meter was 200 mg/dl. They were treated with isulin. No controls were used on the device. The device was replaced and authorized to be returned for evaluation.